Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department with a report of n188 error. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not audibly alarm during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the information known by the reporter upon query by hospira personnel.